Event description:
During the thrombectomy, one pass was made with the retriever in the occluded basilar artery (thrombolysis in cerebral ischemia score: 2b after procedure). Subarachnoid hemorrhage was confirmed at the anterior pons and cerebral base the day after the procedure. The physician related the sah to the device and procedure since it occurred near the infarcted region. No other information was provided.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Device disposed.